Event description:
Patient reported right side no complaint against the device. Healthcare professional additionally reported right side capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Correct reason for reoperation: unknown side "ruptured implant". A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold and wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify striated opening in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage and an opening.

Event description:
Patient reported right side no complaint against the device. Healthcare professional additionally reported right side capsular contracture baker grade iii. The device has been explanted and replaced.